Event description:
(B)(4). Migraines, bloating, hair loss, mood swings, severe back pain, severe bleeding for months on end, large clots while bleeding, severe cramping, pelvic pain, no sex drive, rashes, nausea, diarrhea, tired all the time.